Manufacturer narrative:
G2: the country of origin is colombia. Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-nov-2021, UDI#: (B)(4) product ID: 977a260, serial/lot #: (B)(6), ubd: 01-nov-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins with 2 electrodes implanted since (B)(6) 2018. On (B)(6)2023, the patient was implanted with another ins and 2 electrodes. Before the surgery the representative turned off the older ins and impedances were normal. During surgery a bipolar electrosurgical unit was used. After the surgery the representative turned on the older ins and many of the impedance were above 40,000 ohms. No interventions were taken. The issue was not resolved. Additional information received from a manufacturer representative. It was reported that the cause of the impedance issue was unknown. They were to review the impedances of the system at the next appointment with the healthcare professional. The issue was not resolved. The patient had to increase their stimulation because they didn't feel the stimulation.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the medical center had not scheduled the appointment date as of (B)(6) 2023, so the rep had not seen the patient yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2018, product type lead product ID 977a260, serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Medial appointment realized on (B)(6) 2024. Ins remains with high impedances. Patient reports that they remain with both their old and new ins¿s turned on because the pain is highly controlled. Because the patient¿s pain is controlled, the hcp won't modify the old ins.